Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It is reported foreign matter. Event description 30ml syringe. They are seeing black flakes inside. Might have different lot numbers that are affected.

Manufacturer narrative:
(B)(4). Follow up it was reported there are black flakes inside syringes. Our quality team has completed a device history record review for material number 302832 and lot number 5051652. The review did not identify any abnormalities during the production process that could have contributed to the defect, and all quality tests were within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined. Should you encounter any further issues with our product, we would appreciate the opportunity to perform a detailed analysis. At this time, no further action is deemed necessary.